Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm battery out limit. Customer's blood glucose was 44 mg/dl. The customer had a pop. Customer stated that the pump alarm after battery change. The customer was advised and explained that is a normal behavior. Customer was advised to monitor insulin pump and his blood glucose closely. The customer was offered to troubleshoot for low blood glucose but declined.